Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a severly tortuous left brachial vein shunt. The 8.0 x 40/40 (4f) f/g sterling otw balloon catheter was used for dilatation. The balloon ruptured during the first inflation at 10 atm. The procedure was completed with a different device. There were no reported patient complications and the patient condition post procedure was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).